Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a patient data alert. The patient then underwent an ablation procedure. While under fluoroscopy, the electrode was noted to have been displaced. The s-ICD system was revised and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a patient data code. The patient underwent an ablation procedure. While under fluoroscopy, the electrode was noted to have been displaced. The s-ICD electrode is expected to be revised at a future date. This system remains in service. No adverse patient effects were reported.